Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed through an event history log review. The root cause was determined to be a use error, as the tidal total uf removal was set too low. A sample evaluation was performed of the returned device. A visual inspection of the device didn't show any issues. The device was tested, and the issue wasn't reproduced. All product specification was met. Additional information: a device history record review was performed with no issues noted. A service history review was performed and no previous service events were related to reported issue. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of a high drain alarm 106 on the homechoice (hc) device after use. The baxter technical service representative (tsr) explained the alarm and reviewed the therapy log: initial drain volume =1056 ml, last fill volume (lfv) =1482 ml, total fill volume (tfv)=9435 ml. Total drain volume (dv) =11286 ml; average dwell=1:06; average drain=0:09 ;total ultra filtration (tuf)=1851; cyc 6=2106 cyc 5=3 cyc 4=3 cyc 3=4 cyc 2=2 cyc 1= (-267) bypasses=0 manual drains=0; therapy tidal; tv=11500; tt=8:30 ; fv=1800 ; tv=85% tuf=20 ; lfv=1500 dex=diff. The home patient (hp) was advised to swap the hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.